Event description:
Complainant alleged that while attempting to pace a patient in cardiac arrest (age and gender unknown) the device displayed a lot of artifact and failed to pace. The device's pacer output failed to increase above 8 milliamps. Complainant did not indicate if there was any adverse effect to the patient due to the reported malfunction.